Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of a needle mechanism failure. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone14.7. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level was between 70 mg/dl and 120 mg/dl while the pod was worn for less than 1 hour. The reporter stated the cannula did not insert into their skin and upon removal of the pod the cannula was not visible, indicating a needle mechanism failure.